Event description:
The ge oec 9600 fluoroscopy system did not boot up correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and issue was resolved by phone. User error. Interconnect cable not inserted correctly by user. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.